Manufacturer narrative:
Damaged package based on device history record review, no abnormality was observed during the production of the affected batches. From the returned sample the package was opened. There is sealing transfer on the bottom web indicating no sealing related defects. Furthermore, there is no punctured top and bottom web observed. Current control there is a visual inspection on damaged package at the qa outgoing inspection and visual inspection on damaged package at the combo packaging in-process inspection. Therefore, actual root cause cannot be determined. The complaint trend will continued to be tracked and monitored. Barrel / flange damaged based on device history record review, no abnormality was observed during the production of the affected batches. The eclipse primary packaging line was reviewed. There is no machine contact on a large barrel surface which could press on the barrel to create the damage. There is a small contact with the barrel surface during pick and place of barrel, however, the pick and place gripper is made of rubber and via the suction motion which unlikely to crack. The syringe assembly line was reviewed. Different machine sections were reviewed to match the potential area which could cause the damage barrel. Probable cause could be due to leak test lower tooling screw got loosen, thereby causing barrel is unable to sit properly when the part is transferring to exercise dial pocket. This has eventually led to part jammed and cracked barrel. Action had been taken to add in the kahle assembly yearly preventive maintenance checklist to check the condition of the leak test tooling screw. This batch produced is before the action implementation date.

Event description:
The packaging was not developed and the syringe was damaged.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syr 10ml ll w/ndl eclipse 22x1-1/2 rb unit packaging was damaged the following information was provided by the initial reporter: the packaging was not developed and the syringe was damaged.